Event description:
A report was received that the patient had difficulty charging the ipg since the implant surgery. It was noted that the ipg was implanted too deep, and imaging studies confirmed that the ipg was beyond the maximum depth effective for charging. The patient underwent a revision procedure wherein the pocket site was relocated to a shallower area. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) .